Event description:
No delivery alarm" occurred when delivering a bolus. Instructed the customer to disconnect and program a test prime. Insulin exited and no alarm occurred. A day later, the customer's spouse called and stated that customer was hospitalized for high bgs. Advised spouse to call back to troubleshoot the old pump before sending it back. Few days later, the customer called back to test the device and stated that the pump had "no delivery alarms" when disconnected from body at the quick release. Customer has been on new pump with new infusion set and reservoir for two days with no problem. Instructed customer to remove the reservoir and infusion set and found that the rod plunger could not push insulin.